Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported a small piece of the orange rubber stopper was in the medication. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed under magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. No defects or imperfections were observed. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180, batch # unknown. Verbatim: after drawing up the solumedrol into the syringe using a blunt needle, I noted a small piece of the orange rubber stopper in the medication the same approximate size of the blunt needle diameter. I switched the needle to a filtered needle prior to reconstituting to ensure that the rubber remained in the syringe. I notified the charge nurse and saved all of the items. Type of incident/problem: defect (observed prior to use), level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use.

Manufacturer narrative:
(B)(4). Follow up it was reported a small piece of the orange rubber stopper was in the medication. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.